Event description:
The bd saf-t-intima catheter was inserted and the needle was not removed. Later, another staff nurse attempted to remove the needle, but the needle shield failed to activate and scratched the nurse.

Manufacturer narrative:
The sample is not available for the investigation. If additional info is received, a supplemental report will be submitted. Date submitted: 10/30/2008.